Event description:
In 1999, the patient was implanted with a isola instrumentation. A couple of days following surgery, the patient felt a pop and pain in the right rear hip. They went to the emergency room and they could not find anything wrong. Over the next 18 months, the patient complained to the surgeon that they felt a popping and pain in their back many times a day. In 2000, a fluoroscopy revealed that the screw was loose. Explant surgery was required in 2001. The product and lot code information was not reported. The product was not returned, therefore no further evaluation can be performed. A root cause of the event cannot be determined. Depuy acromed devices are intended to be temporary fixation devices and have a finite useful life. These cautions are clearly stated in the labeling provided with the device. No further action can be taken at this time.